Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On 2023-07-20, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and fistula. No further patient complications were reported.